Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-00457. The device was not returned.

Event description:
The patient was undergoing a coil embolization procedure in the right cavernous sinus using penumbra smart coils (smart coils) and a penumbra smart coil detachment handle (handle). During the procedure, the physician placed two smart coils and 11 non-penumbra coils in the target vessel using a non-penumbra microcatheter. The physician then advanced a new smart coil in the target vessel and attempted to detach it using the handle; however, the smart coil failed to detach. The physician then made another attempt but it was not successful. Therefore, the physician decided to remove the smart; however, upon removal, the smart coil accidentally became detached. The procedure was completed using an additional smart coil, other coils, the same handle and microcatheter. There was no report of an adverse effect to the patient.